Event description:
The customer reported the display is not working.

Manufacturer narrative:
(B)(4): the customer reported the display is not working. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.